Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure. Allegedly, during insertion of the tenodiesis screw, the screw would not release from the driver. Another screw was used to complete the procedure. No patient complications were reported.